Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level at the time of incident was 501mg/dl. The customer has been attempting to treat with pump at work. Troubleshoot was conducted. The customer was advised there may be a potential site issue. The customer was at work and did not have supplies to swap and test. The customer was advised to conduct a full set change when possible, and to call back if issues persist.